Manufacturer narrative:
Clinical resource integration program coordinator. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a leak in the y tubing used for blood transfusions and blood leaked onto the floor halfway through the transfusion.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Race/ethnicity: unknown diagnosis: gib.

Event description:
It was reported from med surg that there was a leak in the y tubing used for blood transfusions and blood leaked onto the floor halfway through the transfusion. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Photo provided by the customer shows that the pvc tubing was leaking blood from one of the both inlet ports of the drip chamber blood filter top cap. The root cause of the leak was not identified. Device history record for model 2477-0007 lot 20026749 shows that the set was manufactured on 21 february 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from med surg that there was a leak in the y tubing used for blood transfusions and blood leaked onto the floor halfway through the transfusion. There were no adverse effects caused to the patient in the event.